Event description:
It was reported that a revision surgery was performed on (B)(6) 2019 due to instability. A zimmer product was implanted instead. Further information was requested.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that this device is a concomitant, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.